Event description:
Report rec'd from the USA stating that during pre-check, it was discovered that the motor device was "overheating." There were no delays to surgery as an identical spare motor device was available. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The motor device was rec'd for eval. The report condition could not be confirmed. If add'l info is rec'd, a supplemental report will be sent.